Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes gel smearing was seen in 1 tubes. The sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes gel smearing was seen in 1 tubes. The sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel splatter was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel splatter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.